Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred after a procedure had been completed, while preparing the device for the next procedure. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed that the displayed image was dark and not visible. Adjusting brightness did not resolve the issue.

Manufacturer narrative:
The device was returned to an olympus service center for further evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the customer stating that the device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the image of the 160/180 series scope could not be displayed due to a patient circuit board (dr board) failure. Since the equipment was produced before the countermeasures to the design change of the patient circuit board were applied, it was presumed that the failure was due to the design of the dr board. Regarding the event that the endoscope image does not appear in combination with the 180 series scope, it was confirmed that the dr board design was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.